Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed that approximately 2cm of outer sheath was missing in various sections throughout the driveline when the previous rescue tape was removed, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline sheath repair damage may be attributed to factors such as normal wear over time, improper handling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline sheath was damaged. Previous rescue tape was removed and it was noted that approximately 2cm of outer sheath was missing in various sections throughout driveline. Inner silicone lumen was torn and wires exposed (wire intact) in a section measuring about 2 cm directly adjacent to strain relief. The patient denied any alarms associated with exposed wire. No alarms per interrogation. The patient's driveline was repaired and the driveline cover was easily able to slide over the repaired area with no issues. Instructed the patient on maintenance of the repaired area. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.